Manufacturer narrative:
(B)(4). Device manufacture date: 03/13/2015-03/16/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic inspection of the flow restrictor revealed drug crystallization blocking the fluid path inside the lumen of the glass capillary. A functional flow rate test was performed and the device was found to have stopped flowing. The flow rates were found to not be within specification. The direct cause of the no flow problem was due to drug crystallization blocking the fluid path inside the lumen of the glass capillary. The cause of the drug crystallization was not determined. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that after seven days, the device was not empty. The device had been filled with 55.1ml fluorouracil and 29.9ml unspecified diluent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.